Event description:
The customer reported that the monitor went black when the c-arm is moved. This issue will cause the system to be unusable due to the inability to see the live image. There is no report of injury or death.

Manufacturer narrative:
A ge service representative performed an on site investigation. The high voltage was evaluated and replaced. The system was tested and found to be working as intended and put back into service.